Event description:
It was reported that the humulin r medication turned gray after entering the barrel of the bd ultra-fine¿ ii insulin syringe. The following information was provided by the initial reporter, translated from japanese: "when the hcp aspirated humulin r, the drug solution in the barrel turned gray."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (3) loose 1/2cc, 8mm syringes. Customer states that when drawing, the drug solution in the barrel turned gray. All returned syringes were examined and 2 out of 3 samples exhibited smeared ink on the barrel manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Notification: 02decv2021, holdrege received a photo complaint, but batch was unknown. Initial evaluation: examination of the photo indicates a light shadow print creating a smokey appearance from the zero ¿ 10-unit scale line on the outside of the barrel. All minor and major scale lines and numbers appear to be readable. Manufacturing evaluation: a review of the syringe printer line was not completed as batch was unknown. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Device history record; l2l and logbook evaluation: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause: root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.